Manufacturer narrative:
Zoll medical clinical engineering evaluated the device and the device performed to specification. It was determined by the biomed and zoll representative that the device was not connected to ac as suspected and the battery energy depleted as a result. It was identified that the device responded as expected in battery mode only. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received. (B)(4).

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old-female patient in pulseless electrical activity, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient and rosc was achieved after 8 minutes. Complainant indicated that the patient subsequently expired.